Event description:
It was reported that post implant of a realize adjustable band, while performing a fill under fluoroscopy, the surgeon noticed the band slipped. The surgeon planned to perform a vertical sleeve gastrectomy due to the band slippage. While explanting the band, the surgeon noticed the strain relief from the port had migrated down the tubing to the band. The strain relief was encapsulated by tissue. The vertical sleeve gastrectomy was performed and the patient is stable.

Manufacturer narrative:
(B)(4). Strain relief on band tubing the device was returned with the strain relief on the tubing. Therefore, confirmed the movement of the strain relief. A review of the product's instructions for use (IFU) indicated that detailed instructions for correct connection of the locking connector to the port of the realize gastric band and for the correct placement of the port are provided. Movement of the tubing strain relief may have resulted from inappropriate connection of the locking connector on port connection. The reported event of band slippage cannot be confirmed, product analysis cannot confirm events that are physiological in nature. Per the IFU it is also noted that band slippage is a recognized adverse event associated with gastric banding. Detailed information on the causes and consequences of band slippage are contained within the IFU. No device history record (DHR) review could be performed as no finished packaging lot number was provided, however, review of the manufacturing process indicates that all devices are inspected prior to release, it is therefore unlikely that a manufacturing issue contributed to the reported event. Events of this type will continue to be monitored and evaluated .